Manufacturer narrative:
All buttons function properly. No stuck button error alarms noted during testing. No damage was noted to keypad assembly and j1 connector on electrical board was locked properly during visual inspection. Device passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert noted during testing or in the device trace download. The following were noted during visual inspection: scratched case and pillowing keypad overlay. No damage to display noted. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump was hard to press or stick. The screen was harder to read. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.